Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 76 year old male on an impella cp due to acute myocardial infarction. During support, pulses were able to be dopplered but consulting vascular surgery for leg. Additionally, there was a purge pressure high" alarm followed by a "purge system blocked" alarm which resolved shortly after the alarm. Also, the patient was reported to have atrial fibrillation with rates in the 110s. As a report, the patient was started on a amio infusion. The patient remains on support.

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. E1. Added zip code extension.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ischemia/paroxysmal atrial fibrillation: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Purge pressure high: clinical reported purge pressure high alarm. No lt logs provided the rt log at the time of incident showed a jagged rise in purge pressure with a corresponding decrease in purge flow. High purge pressure was sustained for about 2 minutes after which there was a sharp decline back to normal values. No other high purge pressure event was reported. Logs do not show any motor current trend or spikes. The pattern identified is characteristic of a kinked purge line which was likely later unkinked which resolved the issue. The cause of the high purge pressure was determined to be due to a kinked purge line as evidenced by log analysis though how the kink came to be is unknown. Device history review: the pump passed all the post sterile inspection checks.